Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Concomitant product: 2088tc competitor implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that during the ventricular lead revision procedure, the r waves had good electrical measurements with the analyzer, but the r waves decreased when measured through the device. The lead was repositioned but the r wave measurements remained low with the device. Multiple attempts were made to place the lead in the septum, but the patient went into ventricular tachycardia and ventricular fibrillation. The ventricular tachycardia rhythm was not stopped with the analyzer; therefore, the patient was externally defibrillated. The physician elected to leave the lead in the apex. Defibrillation threshold testing was performed the next day and no problems were reported. Patient felt well. No further patient complications have been reported as a result of this event.